Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of over 600 mg/dl. Reportedly, the customer did not deliver a bolus for the meal consumed due to running out of insulin. A cartridge change was performed and a bolus was delivered to address bg.